Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer.  Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the patient was implanted a durom hip implant on (B)(6) 2007. On (B)(6) 2014 the patient was revised due to loosening .

Manufacturer narrative:
This case was reopened on november 02, 2015 to enter additional information which had been received on october 20, 2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 50/44 j on the left side . The patient was revised due to pain, loosening, pseudotumour.